Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the patient preparation for cardiac arrhythmia procedure, and the procedure was completed after the philips field service engineer (fse) went and performed reboot, with a delay of more than 20 minutes. The fse visited system onsite and confirmed that the system was unable to boot up, stalling at philips logo screen. The fse reviewed system log files and found self recovery error. Upon troubleshooting, the fse stated that the issue occurred after the software update. To resolve the issue, the fse performed third reboot, after which the system booted up normally and confirmed that the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at philips logo screen. No harm was reported to philips. Philips has started an investigation of this complaint.